Event description:
It was reported that difficulty in catheter removal occurred. The target lesion was located in the left iliac vein. A 18x60/10fr wallstent® endoprosthesis stent was selected and advanced. It was noted that the distal tip of the stent deployment system got stuck on the distal end of the stent which "kept catching a little bit". The physician changed out a few wires and found a unspecified "floppier" wire to relieve tension on the distal end and allowed them to get the tip back in. It was believed that the stent was undersized which is why it was caught. The procedure was completed with this device. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).